Event description:
A patient reported experiencing inaccurate erratic results with one touch ultra meter. The patient's blood glucose results were 160, 275, 274, 274 and 595 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.